Manufacturer narrative:
Age of device: 2 years, 1 month, 8 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was initially reported that device alarmed for no external power that occurred due to patient changing power sources. During the investigation for the pump, it was revealed that the no external power alarm was not due to both leads being unplugged simultaneously during a power source exchange, but more likely due to the mobile power unit (mpu) losing power. Patient was asymptomatic at the time of event. No further information was provided.

Manufacturer narrative:
Investigation summary: the reported no external power event was confirmed through evaluation of the submitted log file. A specific cause could not be conclusively determined. A no external power event was captured on (B)(6) 2018 at 8:23am while the system was connected to the mpu. The associated voltage values indicate that this event appeared consistent with power source exchange, as the event resolved upon connection to external 14v batteries. The system switched to the internal backup battery in the system controller and no interruptions in device therapy were captured. The hm2 IFU explains how to safely exchange power sources and warns that at least one power cord must be connected to external power at all times. Patient remains ongoing with the device. No further information is provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Weight documented closest to event date was 101.2 kg, otherwise most recent weight is 86.2 kg. Patient lost a lot of weight.